Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experienced incontinence. The device was not cycling properly and there was not enough coaptation from the cuff around the urethra. The cuff was not tight enough and may have been a pressure issue from the balloon. A new artificial urinary sphincter was implanted. No further patient complications were reported.